Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis preloaded monofocal intraocular lens (model pcb00, +26.0 diopter) was explanted from patient¿s left eye because of patient experiencing negative dysphotopsia that would not go. There was slight incision enlargement performed due to new lens requiring 2.8 mm incision. There was no vitrectomy, one 10.0 suture was used to seal the wound. Reportedly lens from another manufacturer was used as replacement lens. There was no patient injury. Patient was doing well post-op. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/19/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was cut in three pieces. A product evaluation for the issue reported is not possible due to the condition of the received lens. The reported issue could not be verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.